Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that for about a month or so she hasn't been feeling stimulation or getting pain relief the way she used to from the device. The circumstances that led to the reported issue were unknown. Patient has group a and b and had tried both, patient had increased stimulation to 3.4 v on each program and said she didn't feel stimulation or any more relief. Patient noted that she had been set on a lower setting because at a higher setting she had felt stimulation that made her left leg vibrate real bad and she didn't like that sensation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient said that she was going to try increasing stimulation further to see if that provided more relief but said she would make hcp appointment to have device checked/reprogrammed if that didn't work out. Additional information regarding programming and patient controller display was also reviewed with patient.